Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. In (B)(6) 2009, the fse replaced the aspirate pump tubing due to excessive wear. In (B)(6) 2009, the fse performed a series of diagnostic test. General precision pump and ultrasonic verifications produced results within specs. High sensitivity (hs) verification failed the washed portion. The fse isolated aspirate probe a1 not aspirating efficiently compared to probe a2 and a3. The fse removed the aspirate pump peristaltic pump tubing and discovered position 3 (a1) was completely collapsed and position 2 (a3) was black. The fse replaced the peri-pump tubing and verified aspiration flow rates were within specs. High sensitivity (hs) verification results were within specs. The fse later replaced the peristaltic pump and completed system verifications. The unit conformed to the MFR's published performance specs. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-03923.

Event description:
The customer reported discrepant human chorionic gonadotropin (hcg) results involving unicel dxi 800 access immunoassay system. This is report number one of two. The results were discordant to another unicel dxi 800 system. It is unk if the discrepant results ere released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.